Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the patient reported noise from the pump. It was reported that the patient tried several methods, but the pump did not work. Reported that patient switched to a different pump. No patient injury reported.